Event description:
The patient was treated with a pad device (serial number unknown) with a pad-pak from lot 101. The emergency team which attended the incident stated that the "battery did not maintain the charge." The outcome of the patient is unknown but an ambulance team was present and took appropriate action.

Manufacturer narrative:
The pad device itself was not returned for investigation, only the pad-pak and the device memory download were returned. The returned pad-pak was found to be fully functional. According to the memory download the device did issue "low battery" warnings during the event but continued to operate correctly. The download of the event indicated that the device did initiate a charge but it correctly disarmed because the patient's heart rhythm was classified as not shockable. The event occurred over a period of 14 minutes during which time no shockable rhythm was detected and at no time was a shock advised. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns the device off. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p is a multi-use device. In the case of this report, only the pad-pak used in the event was returned.